Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-jan-2018 with the following findings during investigation, the delivered boluses on each day matched correctly the total daily dose bolus history. A 10 u bolus and 10 u normal bolus were bolus were performed and both were accurately recorded in the bolus history and the bolus total daily dose history showed a 20.0 u. The pump was exercised for 24 hour with a 1.0 u/hr basal rate; at end testing the basal history correctly showed 1.0 u and tdd showed 24.0 u. No errors, alarms or warnings occurred during testing. Unable to duplicate complaint of a pumps bolus totals calculating a >5% discrepancy during this investigation. Unrelated to the original complaint, battery compartment is cracked on the side from threads to cover. Corrosion observed inside battery compartment. Leak test verifies leak in battery compartment. Removed pump cover; no further evidence of moisture damage was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the bolus totals for three days did not match. It was alleged that the pump caused the patient to have a blood glucose greater than 250mg/dl but less than 500mg/dl without symptoms. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.